Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 400 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin drip in the hospital. Customer stated they contact their health care professional regarding high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Customer experienced symptoms such as nausea. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked case at the reservoir tube window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).